Event description:
The customer reported higher than expected vitros tsh quality control results obtained using vitros immunodiagnostics products tsh reagent on a vitros eciq immunodiagnostic system. Vitros tsh results of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros tsh quality control results were obtained using vitros immunodiagnostics products tsh reagent on a vitros eciq immunodiagnostic system. A definitive root cause for the event could not be determined. An issue specific to the calibration event, control fluid, or reagent pack on the day of the event cannot be ruled out as contributing factors. In addition, a system performance issue cannot be ruled out as a contributing factor.